Event description:
Note: this report pertains to second of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2010-00039 for a description of the other event. It was reported to boston scientific corp in 2009 that two polyflex esophageal stents were used during an esophageal stenting procedure approximately 8 months ago to treat a benign radiation stricture. The pt previously received radiation treatment for non hodgkins lymphoma, which caused the esophageal stricture. It was reported that the pt experienced multiple respiratory issues prior to stent placement, and that these remained ongoing while the stents were in place. On event date, the physician used rat tooth forceps to remove both stents. The physician noted excess, fibrous tissue within the pt's esophagus upon examining the area of stent placement. There also appeared to be a small tear within the esophagus. The physician performed a barium swallow on the pt the following day. The physician found that there was a tear with a fistula within the esophagus. It is unk what caused the tear and the fistula. The physician placed a fully covered wallflex stent to seal the fistula and allow the tear to heal itself. The stent will be removed later.

Manufacturer narrative:
Implant date: approximately 8 months prior to this event. The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. The complainant indicated that the device was discarded and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.